Event description:
It was reported that the pump exhibited error code 46510 during testing. During physical inspection, error code 46510 was confirmed, and is associated with the mainboard. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the printed wiring assembly. As a result, the printed wiring assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.